Event description:
It was reported via maude report (B)(4)that during an attempt to remove a drain following a right chest wall reconstructive surgery, the drain broke off within the pt. The remaining broken section was not removed from the pt. The pt has experienced pain and underwent an additional medical outpatient procedure to have the remaining broken section of the drain removed.

Manufacturer narrative:
The sample is forthcoming. Once the sample is received and evaluated a MDR supplemental will be filed.